Manufacturer narrative:
Reliability analysis inspected 1 opened/used enlite sensor and found sensor electrode broken,missing other part.

Event description:
The customer reported a bad sensor alert. The blood glucose reading was 186 mg/dl. The alert occurred while the patient was sleeping. The patient was not able to run the test plug procedure because the customer was unable to locate the test plug. No further information was provided.